Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose of 468 mg/dl after an infusion set change. Earlier in the day, her blood glucose was 229 mg/dl but has risen steadily ever since. Customer does not recall any significant events leading to the error. Troubleshooting was done for high blood glucose and found that the customer changes the infusion set very infrequently. Customer was advised to change sets every 2-3 days. Customer declined the remainder of troubleshooting. No further information was given.